Event description:
Due to laxity in the patient's total knee replacement, the doctor performed a poly exchange on (B)(6) 2019 for an insert implanted on (B)(6) 2014. The surgeon reported insert wear and a broken posterior stabilization post. The insert was not returned for evaluation.